Event description:
A female patient with a metal on metal total hip implant presented with serum levels that are extremely high. The patient is having some radiographic signs of bone resorption and continues to have ongoing pain. Patient has been counseled with regards to conservative & surgical options; and elected to proceed with revision total right hip arthroplasty on both the acetabular & femoral sides. Initial implant was done in 2006.